Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the evaluation could not confirm the customer's alleged malfunction. The speaker was replaced as a precaution, and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping device indicating that the speaker was not working. The device was not in use on a patient at the time of the event, so there was no patient involvement.